Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, at the point of no recapture, poor expansion (pe) was observed. Subsequently, moderate paravalvular leak was noted. At this time, the pressure gradient was not measured, therefore the gradient was unknown. Per the physician, calcification was the cause of the pe. The valve was subsequently recaptured and withdrawn from the patient. It was reported that there may have been no problems with the expansion of the valve itself, and the calcification of the patient¿s valve leaflet contributed to the pe. A new valve was implanted in the patient. Poor expansion and moderate paravalvular leak (pvl) were observed with the implanted valve. A post-implant balloon aortic valvuloplasty (bav) was performed, which reduced the pvl. No adverse patient effects were reported.